Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
A photometer check was performed and the results were fine. The field service engineer exchanged rinse nozzle tubing on the rinse unit. Calibration and controls were run. No further issues were seen. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 and three additional patient samples tested with crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The initial results were reported outside of the laboratory to the doctor. The samples were then repeated. No units of measure were provided. The first sample initially resulted in a glucose value of 34.31, which repeated as 5.71. On (B)(6) 2021, the customer found a gel-like substance in the water bath. The customer exchanged the water in the bath and did not find any more gel-like substance. The second sample initially resulted in a creatinine value of 12 on (B)(6) 2021, which repeated as 264. The third sample initially resulted in a creatinine value of 272 on (B)(6) 2021, which repeated as 96. The fourth sample initially resulted in a creatinine value of 209 on (B)(6) 2021, which repeated as 106. The glucose and creatinine reagent lot numbers and expiration dates were requested, but not provided.